Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v's intervals. There was undersensing during atrial fibrillation (af) noted. The right atrial (ra) and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no right ventricular (rv) lead undersensing.